Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Intermittent noise was also noted. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 13.3-16.6cm from the electrode tip. External insulation abrasions were found at 33.1-33.2cm and 32.7- 32.9cm from the electrode tip, consistent with lead friction to another device. Internal insulation abrasion was found at 13.3-13.9cm from the electrode tip. The etfe coating was intact at all abrasion locations.